Event description:
On (B)(6) 2013, the lay-use/patient contacted animas to report that he is in the process to have his insulin regimen adjusted and has had some low blood glucose, requiring assistance while he was driving 2 weeks ago. He reportedly had to pull over and ask for assistance because he had no idea where he was at. Animas made 3 attempts to contact the patient for more information but was not successful. This complaint is being reported because, the patient had symptoms suggestive of hypoglycemia while he was in insulin pump therapy. The animas product could not be ruled out as a contributor of the reported incident based on the little information provided.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 09/01/2015 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged inaccurate delivery issue was not verified in the black box or duplicated in the devaluation. Review of the black box data found that the complaint date data were overwritten due to continued customer use. Review of available recent date range found that the total daily delivery reflected the user¿s programed basal settings. Using the returned battery cap the pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour basal exercise were executed without any incidences. The pump delivery accuracy was within specifications. Audio and normal bolus were executed and recorded correctly.